Manufacturer narrative:
The tablet for the CT system was not connecting. A field service engineer is working on identifying the root cause and implementing corrective measures for the issue.

Event description:
The patient was on the table, and the tablet was not connecting.